Manufacturer narrative:
Additional information/corrected data: b6, d4, h4. H10: the customer sent a cumulative report of thirty (30) false negatives over nine (9) lot numbers. This MFR. Report addresses lot eight (8) of nine (9). The customer reported one (1) false negative test result on a nasal swab with the idnow covid-19 assay. Confirmation testing on a nasopharyngeal swab in viral transport media with corelab platform generated a positive result (CT values not provided). Reference MFR. Reports: 1221359-2021-00642, 1221359-2021-00650, 1221359-2021-00651, 1221359-2021-00654, 1221359-2021-00655, 1221359-2021-00657, 1221359-2021-00732, 1221359-2021-00733. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1012079 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1012079, test base part number 190-430 / lot: 1012079. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1012079 showed that the complaint rate is (B)(4). Additional information: d3, g1. H10: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1012791 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot:1012791, test base part number 190-000 / lot: 1012791 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1012791 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported one false negative test result using nasophryngeal swabs in transport media (B)(6) lab with the ID now covid-19 assay performed on (test date not provided). Confirmation testing using nasopharyngeal swabs with pcr abbott m2000 generated positive results (CT values not provided). No patient information, history, or impact is available. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-c0v-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are presnt in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.